Event description:
The physician reported that tubing connected to the cassette was disconnected causing leakage from the cassette before the vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.2., h.2., h.11. Upon further assessment of the reported event, it was confirmed that the leakage at the head end of infusion tubing connected to the cassette and drainage bag could not completely sealed resulting in water leakage, which does not meet the criteria for reporting as it is not likely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num. 1644019-2025-02159. The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that tubing connected to the cassette was disconnected causing leakage from the cassette before the vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no impact to the patient. Based on information received following submission of the initial report, this event leakage at the head end of infusion tubing connected to the cassette and drainage bag could not completely sealed, resulting in water leakage during the vitrectomy surgery does not meet criteria for reporting as a device malfunction. No more supplemental reports will be submitted.